Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp shim disassembled. The two balls on the 11mm shim are missing. This was discovered during the case before using it. There is no additional information available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h9, and h11 visual evaluation of the returned products identified that the products exhibit signs of use (nicked or gouged) and both sets of the ball bearings and springs are missing (missing ball bearings are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. This device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.